Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion. D4, g4: model number is not sold in the us but similar device is sold under model: 300100487. This product was used for the product code, and 501k.

Event description:
A complaint was received regarding a plum 360 that experienced a burning smell suggesting a thermal pump event. The reporter stated that the "the pump does not switch on, on battery, the pump does switch on when connected to mains. If mains is removed the pump alarms. Battery appears to be ok. Suspecting psu/charger, as there appears to be a slight ¿burnt¿ smell." The status of the device at time of the event is unknown.

Manufacturer narrative:
Additional information from the customer was received on 11-jun-2025 that the event date is 10jun20205. See b3 - date of event. Additional information from the customer was received on 11-jun-2025 located in b5 - describe event or problem. Corrected information can be found in e4 - initial report sent to FDA, d10 - concomitant product null, h6 health effect - impact code, h6 component codes and h6 type of investigation codes.

Event description:
Additional information was received on 11jun2025 stating that the time of the event was not during clinical use, it was during service. No fluid was leaking from the battery. There was no physical damage to the battery. The battery was last changed in (B)(6) 2024. There was no patient involvement, and no patient harm.

Manufacturer narrative:
Note investigation summary the reported complaint is: "the reporter stated that the "the pump does not switch on, on battery, the pump does switch on when connected to mains. If mains is removed the pump alarms. Battery appears to be ok. Suspecting psu/charger, as there appears to be a slight ¿burnt¿ smell.". The complaint is confirmed. When I opened the device it smelled burnt like a cable or plastic burn. After further visual investigation I noticed a burnstain on the powersupply near conductor track cr8 and inbetween conductor c28 and c38. After communications and further investigation with engineers I started to test the device with all the original parts and needed to stop right before the accuracy test because the device alarmed "keep pluged into mains service/battery. The battery and the powersupply board got really hot and I changed these two parts. Now the pump works fine again. The probable cause for the complaint can have multiple reasons but in general a defective powersupply board and a defective battery. The battery was replaced and the device passed all pvt tests. A review of 12 month service history was performed and there was no relevant history.